Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-00114 (mcghan medical #1026857). This second MDR is being submitted for the second suspect product, also a device mfg by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purpose. A pt was skin tested in 07/12/1999 with negative results. Pt received the first treatment with 1.0cc of bovine collagen in the nasolabial grooves in 2000 with satisfactory results. Pt received a second treatment in 2000 which consisted of corrections in the glabella with a 0.5cc a second formulation of bovine collagen, and corrections in the lips, nasolabials, and marionette lines with 1.0cc of the first formulation of bovine collagen. The pt called the physician's office on 05/08/2000 to report that the treatment sites had all turned red and become firm. The pt was seen by the physician in 05/08/2000 and he diagnosed hypersensitivity to collagen. The pt denied itching or swelling, but pt was quite red and indurated at all the treatment sites. Pt also was suffering from an outbreak of herpes, for which pt has a history. Pt had begun taking an antibiotic for bronchitis. Dr. Did not believe the bronchitis was related to the collagen. He referred pt to a dermatologist. The pt returned in may 05/18/2000 and was much improved. Pt had declined to go to the dermatologist. Seen again on 06/08/2000 and 06/19/2000. The physician reports pt presented with slight improvement each time. The pt reported the erythema "gets worse at night". The pt was told that oral benadryl might be helpful and pt has taken benadryl by mouth whenever necessary. On a followup report, it was reported that the pt has ulcerative colitis, which flared during pt's initial outbreak of hypersensitivity. The physician does not know if the aggravation of pt's ulcerative colitis is related to pt's exposure to collagen.